Manufacturer narrative:
As reported, it is not easy to get a 5f mynx control vascular closure device (vcd) into the unknown sheath. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received connected to the device, and the stopcock was observed in the closed position. The procedural sheath was not received for evaluation. Additionally, the balloon was found fully deflated. The sealant was found partially exposed from the sealant sleeves due to being severely kinked/bent as received. A dimensional test was not performed on the returned device due to the severely kinked/bent condition observed to the sealant outer sleeve assembly. Per functional analysis, insertion/withdrawal tests could not be performed on the returned device due to the severely kinked/bent sealant sleeve assembly condition. The involved procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. However, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU), step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was able to be fully depressed, and no issues were noted with respect to button 2, and the balloon was able to be completely withdrawn into the tamp tube. The returned device performed as intended per the mynx control IFU. Upon high-magnification visual inspection, it was noted that the sealant was found partially exposed from the sealant sleeves due to being severely kinked/bent as received. The reported event of ¿mynx control system-impeded¿ was confirmed through analysis of the returned device since the insertion/withdrawal test could not be executed due to the severely kinked/bent sealant sleeves condition observed. Additionally, a condition was noted of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the kinked/bent sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the kinked/bent condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, it is not easy to get a 5f mynx control vascular closure device (vcd) into the unknown sheath. There was no reported patient injury. The device will be returned for evaluation. Addendum: product analysis demonstrates that the sealant was found partially exposed from the sealant sleeves.